Event description:
It was reported that bd extension set malfunction the following information was received by the initial reporter with the following verbatim: eumdr remediation/maxzero extension sets dv failures: 59/60 samples did not meet the iso 8536-12:2021 requirement for opening pressure i.e., failed to open at a pressure of = 2 kpa when first used and only 5 samples out of 60 were tested for the blocking pressure requirement from iso 8536-12:2021 i.e., check valve shall close at a pressure of = 2 kpa in its counter flow direction valve with the check valve positioned with upward and downward flow using distilled water and 40% glucose solution and all of them failed mz9323. Maxzero ext set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
"Product fail requirement-opening pressure prd-076/8536-12:2021: ¿the check valve shall open at a pressure of = 2 kpa when first used, and shall open again after subjected to a pressure of 200 kpa in the counterflow direction for 15 min , product fail requirement-blocking pressure prd-075/8536-12:2021: ¿the check valve shall close at a pressure of = 2 kpa in its counter flow direction valve with the check valve positioned with upward and downward flow using distilled water and 40% glucose solution¿. A device history record review could not be performed on material mz9323 because the lot number is unknown.